Event description:
Initially, it was reported that the patient underwent generator replacement due to breakthrough seizures as a result of device battery depletion. It is unknown if the breakthrough seizures are an increase above the patient's pre-vns baseline frequency. The generator was replaced on (B)(6) 2013. The generator was returned and analyzed. Analysis of the generator was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed and ifi condition. Attempts to obtain additional information have been unsuccessful to date.